Event description:
While in use on a pt, the dermatome kept skipping and catching on the skin. The hosp was able to use some of the graft taken, however further stated the graft site required more than what would normally be required. The graft was taken from the pt's calf for a wound on the pt's ankle.